Event description:
Date of event is approximate. The pt developed a skin flap infection approximately 6 months after surgery. The infection was treated with antibiotics and appeared to be resolved. The skin flap infection recently reoccurred following a tooth extraction. An infectious disease specialist recommended device explantation which will be done in 2000.